Event description:
It was reported that during the implant procedure, the patient experienced cardiac tamponade due to cardiac perforation. This resulted in decreased blood pressure and temporarily dropped as low as 30 bpm. The physician added that the device might be pushed rather hard. When the physician tried to deploy the device toward the septum, angiography showed that the device was oriented toward the septum; the catheter slipped and jumped, and it seemed to have damaged the free wall. The system was removed. The patient subsequently died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a thoracotomy was performed to suture the perforation. Additionally, the final cause of death was determined to be multiple organ failure caused by cerebral infarction.